Event description:
The patient was implanted with a left ventricular assist device. The hospital reported that the patient was 15 days post implant, when he passed out after walking around the hospital. The patient was brought back to the operating room and the surgeon noted that there was no obvious mechanical obstruction, thrombus, or blood in the pericardial sac. The patient's hemodynamic status was brought back to normal, however, the patient had no neurological function and the cause of death was hypoxic brain injury.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.